Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The reason for call was pt stated that the device inside of them was shut off, and they were unable to increase the stimulation. Pt stated "there was no vibration coming through my body, and not only am I in pain, but my legs are not well". Ps confirmed that the reason they are in pain is because they are not getting stimulation. Ps assisted pt with turning stimulation on, and pt was able to adjust the stimulation. The troubleshooting steps that were taken on the call resolved the issue.